Event description:
The patient has a cervical and a thoracic scs system. This report is for the cervical scs system. It was reported the patient experienced loss of stimulation. X-rays confirmed the cervical scs lead had pulled out of the ipg. Surgical intervention will be taken to address the issue at later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.